Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. Analysis of the device memory indicated the egm (electrogram) was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that only markers were present on events without electrograms (egm). It was also noted that the ipg has memory storage limitations. The ipg remains in use. No patient complications have been reported as a result of this event.